Event description:
It was reported that the patient's device was removed. No further information was available. There were no reports of device-related issues prior to the device removal.

Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not returned.